Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 and linked to mfg report number: 1121308-2025-00022: a facility reported that a patient diagnosed with subdural hematoma underwent surgery on (B)(6) 2025. However, in the following days, he developed a fistula that required reoperation. The reoperation was performed to treat the aforementioned complication. The same product references were used in the second surgery, and the patient is in stable condition.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system 5ml us box of 5 (202050) was not returned for analysis and the investigation could not confirm the complaint. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include: performance and adhesion barrier. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.